Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during an unknown procedure, a blue protector/insulation piece on the megadyne bovie tip dislodged from the bovie during routine cleaning of the tip. The piece was caught by or staff before it fell into and was lost in the cavity of the patient. It is unknown how the case was completed. There were no patient consequences. No additional information is available at this time.